Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this device was explanted due to premature battery depletion (pbd), with the patient having anxiety as a result. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned pacemaker was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this device was explanted due to premature battery depletion (pbd), with the patient having anxiety as a result. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.